Manufacturer narrative:
Investigation conclusion; a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: email.

Event description:
Customer reported seeing several false positive sars results. The number of false positive instances and the symptomatic status of the patients are unknown. The customer communicated the result was confirmed negative by molecular (pcr testing). Multiple attempts were made to contact the customer for more information. The customer was unresponsive.